Event description:
Pt was walking and felt something snap. Right hip became very painful. Pt's right hip prosthesis that was placed in 1987 snapped. Surgery was performed. Physician was unable to remove entire prosthesis and was unable to replace hip prosthesis.